Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the air/water nozzle was blocked with fiber foreign material. Additionally, it was observed that inside of the air/water cylinder and tube had whitish foreign material. Due to this clog in the air/water tube, the water supply volume did not meet the standard value. These findings were due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the up/down knob could not be locked securely due to deformation of the lock engagement lever. It was also observed that the suction, air and water cylinder had no color. It was observed that the grip was shaved. It was also observed that the mouthpiece was loose. It was observed that water tightness was lost due to a chip on the distal end. It was observed that the insulation resistance value at distal end did not meet the standard value due to a burn on the plastic distal end cover. It was also observed that the objective lens had a scratch. Lastly, it was observed that the light guide lens had corrosion. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that the facility flushes the air/water nozzle with water and air during manual cleaning. The customer confirmed that the facility used diluted simethicone which was administered 30 minutes before the procedure. The customer confirmed that precleaning and manual cleaning are performed as indicated in the olympus instructions for use (IFU). Lastly, the customer confirmed that there were no damages to the reprocessing equipment¿s accessories that are used for the precleaning and manual cleaning process. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section d8 and h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity nor the definitive root cause of foreign material could not be determined. Considerations: ·the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at distal end. ·no deviations from the IFU were confirmed for the cleaning sterilization and disinfection (cds) process performed at the user facility based on the information received during the follow up. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had foreign material in the air/water cylinder and in the air/water tube, and the air/water nozzle was blocked with foreign debris. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.